Manufacturer narrative:
Fluoroscopy imaging was used at the time of the initial implant to assure the lead was at the desired nerve location for therapy and the patient reported getting some level of pain relief. After using the system for several months it became aparent that the location of the lead was not targeting the source of the pain and needed to be repositioned. Fluouroscopic imaging was used during the revision procedure and there was no indication that the lead had moved or migrated since the initial implant. There does not appear to be any issue with the nalu system or it's components. The position of the lead during the implant did not appropriately target the location of the patient's pain and required adjustment.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2023. Around (B)(6)2024 the patient reported that the stimulation from the system was being felt too much on the lateral side and that the location of pain was more medial. On (B)(6)2024 a surgical procedure took place in which the physician repositioned the existing implanted lead to move it more medial to target the patient's pain location.